Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6), female patient). According to the complainant, during the procedure, the electrode became stuck in the introducer while attempting to reposition for the 2nd treatment. The leveen coaccess electrode system was removed and out and the procedure was completed with another. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; bent cannula.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the introducer was partially attached to the electrode. An attempt was made to remove the electrode from the introducer. However, due to a build up of residue at the distal end of the cannula, the two pieces could not be separated. Additionally, the cannula was found to be bent. The condition of the returned incident device was consistent with the complaint that the electrode and introducer were stuck together. During the evaluation, heavy residue was present at the distal end of the cannula which appears to have created interference between the two components. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)